Event description:
Customer reported blood glucose results of 471 mg/dl, 109 mg/dl, and 486 mg/dl within 10 minutes on the compact plus system. Customer reported no diabetes-related symptoms, took normal medications. No adverse event reported. A request was made for the return of the system, replacement was sent.